Event description:
The customer reported mts centrifuge timer was spinning for 11 minutes and 11 seconds instead of 10 minutes.

Manufacturer narrative:
The customer reported mts centrifuge timer was spinning for 11 minutes and 11 seconds instead of 10 minutes. The customer was not performing testing at the time of the incident. If gel cards are not centrifuged for the proper amount of time, erroneous results could be reported. Product labeling advises the customer to use a timer as a separate time source and to discard gel cards and repeat testing if the centrifuge is interrupted. Product labeling also advises the customer to monitor the centrifuge for the entire ten-minute centrifugation period. If the reported incident were to recur, and if the user did not follow product labeling, erroneous results could have been interpreted. Instrument malfunction was confirmed. Erroneous results were not reported as a result of this incident.